Event description:
Customer reported issues with the insulin pump. Customer states that there is a threshold suspend. The blood glucose reading is over 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. And sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.